Event description:
It was reported the valve was explanted due aortic stenosis and regurgitation. The preoperative cath lab report indicated one leaflet was stuck in the closed position. The patient expired in the operating room.